Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer. The customer stated the second shift always seemed to get ise alarms after performing daily maintenance. The original samples were processed through the customer's modular pre analytics device. Repeat testing was performed on another c501 analyzer with serial number (B)(4). The first patient's initial chloride result was 116 mmol/l and it was reported outside the laboratory. The repeat result was 92 mmol/l. The second patient's initial sodium result was 129 mmol/l and it was reported outside the laboratory. The repeat result was 136 mmol/l. The customer considered the repeat results to be correct. There were no adverse events. The sodium electrode lot number was n66 and the expiration date was 01/31/2013. The chloride electrode lot number was c98 and the expiration date was 06/30/2013. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative (fsr) went on site and suspected the sv26 and sv27 were defective. He replaced both solenoid valves. He performed initialization and ise checks successfully. The customer performed calibration and quality control with results within their specifications. On a subsequent visit, the fsr found the sipper tubing came off the sipper nozzle. He put the sipper tubing back on the sipper nozzle. He performed initialization, ise reagent prime, and ise checks successfully. The customer performed calibration and quality control with results within their specifications.